Manufacturer narrative:
Additional information was received on 14-dec-2023. Transseptal puncture was performed with an abbott brk needle. No evidence of steam pop. Prior to noting the cardiac tamponade, ablation was not performed. Therefore, updated field d 10. Concomitant medical products and therapy dates. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure which included the use of a thermocool® sf nav uni-directional catheter and the patient suffered a cardiac tamponade treated with a pericardiocentesis. The effusion was detected directly after the procedure. Punction was done and patient was fine after leaving the lab. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.